Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider reported that the patient was referred to a neurosurgeon to get a consultation regarding the status of a new pump.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implanted infusion pump for non-malignant pain. The pump was used to deliver fentanyl, bupivacaine, and unknown baclofen. It was reported that the patient just got a new pump and their body was rejecting it so they would have to do antibiotics three times a day for the next 10 days through a peripherally inserted central catheter (PICC) line. Additional information received on 2025-07-02, the patient's wound opened up and they could see the pump through the hole. Per the patient, their pump was implanted ten weeks prior on (B)(6) 2025 and the issue occurred "maybe seven weeks ago". The patient just had their fifth trip to the emergency room (ER) since (B)(6). The patient had a PICC line since they got back fromthe ER because the pump site was bloody when they woke up. Per the patient, they were "risking an infection every day" and that the healthcare provider (hcp) "kept putting them off". Patient services redirected the patient to the hcp to further address the issue and sent the patient physician listings. The patient mentioned that they just got a new pump and their body was rejecting it so they would have to do antibiotics three times a day for the next 10 days through a peripherally inserted central catheter (PICC) line.